Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts). The patient was admitted into the emergency room (ER) due to pain. The patient reported receiving pain medication and antibiotics. The patient commented that the sub xyphoid incision is painful but the swelling has diminished. Boston scientific received from the local representative that from the physician's perspective, the root cause was attributed to the beginning of a wound infection. The patient was seen by the physician on (B)(6) 2016 and prescribed antibiotic since the incision area was a little red. The patient was seen again on (B)(6) 2016 and the incision looked much better. The local representative saw the patient on (B)(6) 2016 again and incision the incision looked fine. The patient is still complaining of pain but has a history of being a drug seeker.